Event description:
It was reported by a physician that a patient died approximately one month post an epicardial ablation procedure followed by an endocardial ablation procedure. Official cause of patient death not provided as of date of this report. Discussion with physician indicated that event not related to use of ncontact device.

Manufacturer narrative:
There was no report of a product problem from the physician. Lot number used was not reported and device not returned. Shipping records reviewed and last 2 device shipment dhrs were reviewed with no anomalies noted. Retain units from these lots were tested and passed acceptance criteria. There were phone and written attempts to collect more information, but no additional details provided by site as physician believes event not ncontact device related.